Event description:
(B)(6) 2012 - original implant surgery. (B)(6) 2014 - outer ear infection appears to have moved into the middle ear; dr. (B)(6) considers treatment options. (B)(6) 2014 - the esteem system was explanted to allow for healing and treatment of infection. No fce had been present. (B)(6) 2014 - envoy is notified of the explant by the surgeon.